Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 to nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) the device was returned to the factory for evaluation on 12/06/2021. An investigation was initiated on 12/14/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam or heat during ten (10) 3-second activations and shut off when the toggle was released. Unable to evaluate the safety shut down system as well as the temperature and resistance test due to the device not powering on. An engineering evaluation was conducted on 01/26/2022. The handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy, from the hemopro power supply, not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed on the white silicone rubber insulation, that the sharp ends of the wire welded to the poly-fuse had cut into and penetrated the wire insulation. Refer to figures 2 and 3 below. This resulted in an electrical short where the sharp ends of the wire that penetrated the white silicone insulation had made contact with the metal wire underneath the wire insulation. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not heat up when activated. This was discovered prior to introducing it to the patient tissue. They put a wet 4x4 gauze in the jaws and activated it to confirm it worked, and it did not work. They changed the extension cable, but the result was the same. They changed the adapter cable, but that too didn't help. They used another power supply. That did not help. They opened a new vh-4000 kit, and it worked properly. There were no patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.